Event description:
Clinical notes were received as part of the vns replacement process. The notes state that the patient has been choking a lot even with reducing the vns settings. The notes state that the vns was reduced a little and the mother reported the patient had a prolonged seizure and also indicate that patient had another seizures that lasted for 2 hours on (B)(6) 2018. It is unclear at this time if these seizures are normal for the patient. A review of the manufacturer's available programming data shows that the patient's vns settings have remained the same since approximately (B)(6) 2016. No additional or relevant information has been received to date.